Event description:
It was reported that the patient presented to the hospital one month post-implant after receiving a shock. It was determined that the right ventricular (rv) lead had dislodged following implant and the helix was difficult to extend. In addition, the physician commented that the thresholds on the lead were not ideal. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the helix extended and bent, tissue visible on the helix, no further helix testing possible. If information is provided in the future, a supplemental report will be issued.